Event description:
It was reported the battery comes off easily. No patient involvement reported at this time.

Manufacturer narrative:
The fse evaluated the device on site. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the battery. The reported problem was confirmed. The customer ordered a replacement battery to resolve the issue. It has been concluded that no further action is required at this time.